Manufacturer narrative:
Additional information was received on jun 27, 2024 and section h11 should be reported as: the manufacturer previously received information alleging foam particles in circuit and mask related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. The device was returned to the third party service center for further evaluation. The device was evaluated. There was a dust/dirt contamination inside the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third party service center concludes that they could confirm the customer's allegation and there was a visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.